Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ sharp, throbbing pelvic pain') in a female patient who had essure (batch no. B94868) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included menorrhagia and enterocele. Concomitant products included duloxetine for anxiety, desogestrel;ethinylestradiol (apri) for birth control, salbutamol for bronchitis, tranexamic acid for clotting disorder and menstrual cycle abnormal, bupropion and escitalopram for depression, celecoxib for inflammation, meloxicam for joint inflammation, permethrin for lice infestation, fexofenadine for multiple allergies, cyclobenzaprine for muscle relaxant, ondansetron for nausea, tramadol for pain, methylprednisolone for sinus infection as well as gabapentin, magnesium and topiramate. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), musculoskeletal pain ("right shoulder pain"), arthralgia ("right knee pain"), pain in extremity ("feet pain/ right hand pain"), back pain ("lower back pain"), menstrual disorder ("discussed blood clots") and genital haemorrhage ("bleeding"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder and genital haemorrhage had resolved and the dyspareunia, dysmenorrhoea, musculoskeletal pain, arthralgia, pain in extremity and back pain outcome was unknown. The reporter considered arthralgia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menstrual disorder, musculoskeletal pain, pain in extremity and pelvic pain to be related to essure. The reporter commented: approximately 1 0 coils were noted on the patient's left side. Approximately 10 coils were noted on the patient's right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result- unknown. Concerning the injuries reported in this case the following ones were confirmed in the patient's medical records : dysmenorrhea,dyspareunia, chronic pelvic pain lot number: b94868 manufacture date: 2013-11 expiration date: 2016-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ sharp, throbbing pelvic pain') in a female patient who had essure (batch no. B94868) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included menorrhagia and enterocele. Concomitant products included duloxetine for anxiety, desogestrel;ethinylestradiol (apri) for birth control, salbutamol for bronchitis, tranexamic acid for clotting disorder and menstrual cycle abnormal, bupropion and escitalopram for depression, celecoxib for inflammation, meloxicam for joint inflammation, permethrin for lice infestation, fexofenadine for multiple allergies, cyclobenzaprine for muscle relaxant, ondansetron for nausea, tramadol for pain, methylprednisolone for sinus infection as well as gabapentin, magnesium and topiramate. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), musculoskeletal pain ("right shoulder pain"), arthralgia ("right knee pain"), pain in extremity ("feet pain/ right hand pain"), back pain ("lower back pain"), menstrual disorder ("discussed blood clots") and genital haemorrhage ("bleeding"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder and genital haemorrhage had resolved and the dyspareunia, dysmenorrhoea, musculoskeletal pain, arthralgia, pain in extremity and back pain outcome was unknown. The reporter considered arthralgia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menstrual disorder, musculoskeletal pain, pain in extremity and pelvic pain to be related to essure. The reporter commented: approximately 1 0 coils were noted on the patient's left side. Approximately 10 coils were noted on the patient's right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result- unknown. Concerning the injuries reported in this case the following ones were confirmed in the patient's medical records : dysmenorrhea,dyspareunia, chronic pelvic pain. Most recent follow-up information incorporated above includes: on 16-dec-2019: plaintiff fact sheet and medical records received : lot number added. Case became incident. Reporter information, patient details and product indication updated. Essure removal date added. Event ¿ injury¿ was replaced with events given in the sd. Events added- dyspareunia, dysmenorrhea, and chronic pelvic pain, right shoulder pain, right knee pain, feet pain/ right hand pain, lower back pain, blood clots, bleeding. Historical and concomitant drugs, medical history and concomitant conditions, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.